Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction.   No additional information has been received. Should additional information become available, a follow-up report will be submitted.   (B)(4).

Event description:
It was reported the primary packaging has an open seal on one side of the pouch.

Manufacturer narrative:
Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint. However, an unrelated issue was noted that the machine logs noted tha the machine was not cutting but this has been adjusted. All preventive maintenance (pm) were completed to schedule. A previous non-conformance (nc) was opened to investigate the reported complaint issue and will remain open until the complaint has been completed and approved. No additional information has been received. Should additional information become available, a follow-up report will be submitted.